Manufacturer narrative:
Additional information: device lot number provided. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. A replacement part was shipped to the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, it was found that the double star adapter teeth were worn out and causing movement. The site replaced the adapter and re-registered the patient and then was able to proceed with the procedure. No additional information was provided. There was a reported delay to the procedure of 30 minutes due to this issue. There was no impact on patient outcome.